Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03471. It was reported the patient experienced ineffective stimulation. Surgical intervention may be undertaken to address the issue.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2018-03471. It was reported that the patients scs system was explanted.